Event description:
Gyrusacmi was notified that during a gynecology procedure the instrument broke off in the pt, it was retrieved with no pt injury.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.